Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading process despite customer following prompts in mobile app and having no prior history of similar cartridge alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer successfully loaded new cartridge and resumed insulin therapy, and issue was considered resolved with no further actions documented.